Event description:
It was reported that impedance readings were >40000 ohms on all 16 contacts during an implant procedure. The lead was configured to 2x8 with a plug in 0-7, lead in 8-15. The health care provider removed the lead three times, dried it off, reinserted and torque the set screw. Impedance reading were then 1029 ohms/2.94 ma and the patient was programmed with 2+,1- electrodes. 3.0v, 450 pw, 40 hz. The patient was reported to be receiving stimulation sensation in the appropriate area. On follow-up examination all impedances were reported as normal with the patient receiving "great stimulation and coverage".

Manufacturer narrative:
Lead: model 3778-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 37743, serial # (B)(4). Antenna: model 37092, serial # (B)(4). Accessory kit: model 3550-29, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.